Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. During the lens insertion, the capsular bag broke. The lens was removed and replaced with a monofocal intraocular lens. The relationship between the device and the event is unknown. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and subjected to visual examination, which revealed two tears on the edge of the leading haptic plate. In addition, there was a tear on the optic and two tears on the edge of the trailing haptic plate. The haptic loop was bent and pinched. The condition of the returned lens is consistent with a lens that had been explanted. (B)(4).